Manufacturer narrative:
The product was manufactured to specification. Microscopic analysis found significant grasping or cutting instrument marks on both sides of the wire.

Event description:
Surgeon, while using the loop in lsh procedure and once the loop was placed around the uterine isthmus, the wire loop broke.